Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 1903002: (B)(4) items manufactured and released on 17-jul-2019. Expiration date: 2024-07-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Other device involved: liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot 1903450: (B)(4) items manufactured and released on 27-may-2019. Expiration date: 2024-05-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At about 3 years and 8 months from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.